Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient was hospitalized due to hyperglycemia. The transmitter of patient was lost at the time of hospitalization. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.